Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm. No motor error alarm and passed the motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Event description:
Customer reported via phone call that they are receiving a motor error alarm. The blood glucose reading is 190 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.